Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report an inability to complete a baseline. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon evaluation, component v4 was out of tolerance in ECG electrode a and ECG electrode b. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressors ws not positively identified. No adverse event resulted from the defective components. The patient received a replacement electrode belt.